Event description:
The sales associate reported the screw head splayed and broke during tightening. No adverse effects were reported as a result of this event.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. There are no adverse effects reported as a result of this event, however the device malfunction is subject to the two year rule.file two of two for the same event.

Manufacturer narrative:
A follow up report will be sent upon completion of the device evaluation. Lot number was reported as 350411, the correct lot number is 2350411. Supplemental report two of two for the same event, reference 2242816-2014-00068-1.

Manufacturer narrative:
Visual examination of the returned device identified the internal threads of the tulip are scratched, the tulip has splayed, and the base of the tulip has fractured in two places on one side consistent with cross-threading of the plug. A function check of the returned item cannot be performed because the device is too damaged to engage a plug. The device history record was reviewed, there are no indications of manufacturing issues which would have contributed to this event. The root cause of this event cannot be conclusively determined with the available information. The most likely cause of the event is user error by cross-threading the plug. The cross-threading can occur by either insufficiently engaging the rod in the screw seat prior to threading the plug or not using instrumentation as intended. Report two of two for the same event, reference 2242816-2014-00068-2.